Event description:
The family member of an angio-seal recipient called to notify the co that pt underwent a cardiac procedure approximately 5-6 weeks ago. Since then, pt experienced excruciating puncture site pain with an open sore that has grown in size, along with bruising. The pt presented to the ER (date unknown) and was sent home with prescribed pain medication. Pt was later admitted to the hosp, after pt passed out at home. No abnormalities were noted on the doppler ultrasound, however the pt was treated for a staph infection and was released on antibiotics. Subsequently, the site healed and the bruising faded. The pt returned to their physician with a re-occurring sore and bruising. The pt had been afebrile throughout this experience. It was reported that the physician feels the pt does not require further treatment. The pt continues to be in chronic, severe pain even with prescribed anti-inflammatory and pain medication.